Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 09-jun-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('continuous haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("intense fatigue since the placement of the essures"). In 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced limb discomfort ("feeling of heaviness in the limbs") and feeling abnormal ("feels like lead in the blood"). The patient was treated with surgery (curettage in (B)(6) 2019). Essure treatment was not changed. In 2019, the genital haemorrhage had resolved. At the time of the report, the fatigue, weight increase, limb discomfort and feeling abnormal had not resolved. The reporter considered fatigue, feeling abnormal, genital haemorrhage, limb discomfort and weight increased to be related to essure. The reporter commented: unexplained intense fatigue with inability to live normally. No more sport possible while athletic since childhood. Weight gain. Feeling of heaviness in the limbs. Feels like lead in the blood. Recurrent appointments for fatigue, blood tests, cardiology, endocrinologist etc... Without finding the origin of the problem. Then continuous haemorrhages from 2018 to 2019. Uterine curettage in (B)(6) 2019. Nobody wants to remove essures. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no finding. Cardiovascular evaluation - on an unknown date: no finding. Endocrine test - on an unknown date: no findings. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 09-jun-2020. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('continuous haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("intense fatigue since the placement of the essures"). In 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced limb discomfort ("feeling of heaviness in the limbs") and feeling abnormal ("feels like lead in the blood"). The patient was treated with surgery (curettage in (B)(6) 2019). Essure treatment was not changed. In 2019, the genital haemorrhage had resolved. At the time of the report, the fatigue, weight increased, limb discomfort and feeling abnormal had not resolved. The reporter considered fatigue, feeling abnormal, genital haemorrhage, limb discomfort and weight increased to be related to essure. The reporter commented: unexplained intense fatigue with inability to live normally. No more sport possible while athletic since childhood. Weight gain, feeling of heaviness in the limbs. Feels like lead in the blood. Recurrent appointments for fatigue, blood tests, cardiology, endocrinologist etc without finding the origin of the problem. Then continuous haemorrhages from 2018 to 2019. Uterine curettage in (B)(6) 2019. Nobody wants to remove essures. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no finding. Cardiovascular evaluation - on an unknown date: no finding. Endocrine test - on an unknown date: no findings. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, the report was considered final. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 09-jun-2020. The most recent information was received on 02-jul-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('continuous haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced fatigue ("intense fatigue since the placement of the essures"). In 2018, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced limb discomfort ("feeling of heaviness in the limbs") and feeling abnormal ("feels like lead in the blood"). The patient was treated with surgery (curettage in (B)(6) 2019). Essure treatment was not changed. In 2019, the genital haemorrhage had resolved. At the time of the report, the fatigue, weight increased, limb discomfort and feeling abnormal had not resolved. The reporter considered fatigue, feeling abnormal, genital haemorrhage, limb discomfort and weight increased to be related to essure. The reporter commented: unexplained intense fatigue with inability to live normally. No more sport possible while athletic since childhood. Weight gain. Feeling of heaviness in the limbs. Feels like lead in the blood. Recurrent appointments for fatigue, blood tests, cardiology, endocrinologist etc... Without finding the origin of the problem. Then continuous haemorrhages from 2018 to 2019. Uterine curettage in (B)(6) 2019. Nobody wants to remove essures. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: no finding. Cardiovascular evaluation - on an unknown date: no finding. Endocrine test - on an unknown date: no findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.